Event description:
Malfunction: system shut down. The nurse reported the system shut off "as if the plug was pulled from the wall". This occurred during the case. There were no system messages displayed. The system was rebooted to complete the case. No pt injury was reported. Additional info received from the nurse stated the system was checked with no problems found. The system had been in use for over a week with no further problems.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for the system. A review of service requests indicates no related reports for the system in the last 24 months. (B) (4). (B) (4). (B) (4).